Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came in and the doctor tried to use three programmers to communicate with the ins, but all programming devices failed to communicate. The caller stated that they tried to use the table and the patient¿s device. They presented it as thought it was a problem with the tablet, but it sounded to technical services like an issue with possible overdischarge and needed to be charged. The caller couldn¿t troubleshoot the issue.